Event description:
The son of a home peritoneal dialysis pt reported that when he set the solution bags on the cycler heater tray, he noticed that the tray was loose. He started the treatment anyway and after fill 1, the pt complained of feeling full. The fill volume showed that she was filled with the prescribed amount of 1,200 ml. When the solution was drained, the volume measured was about 2,600 ml. There was no serious injury or illness.